Event description:
At follow-up, high impedance was observed. It was also noted that there was no output of stimulation. Lead fracture was noticed. The lead was capped with no consequences to the patient.

Manufacturer narrative:
Na